Event description:
(B)(4). Severe burning in muscles. Severe weakness. Heart palpitations. Thyroid nodules. Ovary cysts. Hair loss. Acne. Weight gain. Body swelling. Thick saliva. Fibromyalgia. Hashimotos disease. Parathyroid nodule. High and low vitamin d levels. In wheelchair. Hot stabbing pain throughout entire body. Muscle flutters spasms. White blood cell count high. Dizziness. Falling. Nausea and vomiting. Constipation. Diarrhea. Painful joints. Anxiety.